Event description:
It was reported that high thresholds, low r waves and variable impedance were observed one month post implant. Micro-dislodgement was observed on x-ray. The lead was explanted and replaced. There were no complications to the patient.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. The serial number for this lead was previously reported as (B)(4) which was the replacement lead. This report notes the correct serial number for this event.